Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for pump error. Customer states that insulin pump got pump error, counting backwards and turned off. Customer mentioned that they are unable to perform displacement test as insulin pump will not rewind without alarming. Customer¿s blood glucose was 192mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm motion sensor test failure alarm due to motor error alarm. The motor was tested outside of the device and passed.